Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that on (B) (6)2009, ptca was performed. When the physician tried implanting the 2.5x15 mm xience v in the proximal left circumflex (lcx) at 14 atm pressure, he was surprised that he could not see the stent. It was then realized that he inflated only the delivery system, not the stent. The stent was missing. After searching the whole vascular system, the stent was finally found stuck in the y connector. The stent was removed and the lcx segment was stented with another xience v (2.75x15). The obtuse marginal was stented with a 2.5x23 mm xience v. No pt effects were reported. No additional info is available.

Manufacturer narrative:
(B) (4).